Manufacturer narrative:
Product analysis: the complaint was confirmed. The display had an unresponsive line. The display overlay was replaced, and the cursor was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unresponsive in the lower left corner. It was noted that when the stylus was calibrated, the issue was not resolved. It was further noted that the programmer had recently been serviced for the same issue. The programmer was returned for service. There was no patient involvement.